Event description:
See MFR report 2032545200701534. The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. This was the second capsule for this pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.